Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficult to remove was not confirmed. It was reported that the balloon dilatation catheter (bdc) was inflated to 24 atmospheres (atms), which is above rated burst pressure (rbp). It should be noted that the coronary dilatation catheters (cdc), nc traveler, rx, instruction for use states: balloon pressure should not exceed the rbp. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information (B)(4). The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion, 3.0 x 28 mm in diameter, located in the mid right coronary artery that was moderately tortuous, mildly calcified and 90% stenosed. Pre-dilatation of the lesion was performed with a non-abbott balloon catheter. After successful deployment of the xience alpine stent, a 3.0 x 12 mm traveler nc balloon catheter was used for post-dilatation. The balloon inflated during the first inflation at 24 atmospheres, then deflated with no issues reported during deflation. Resistance was reported between the guide wire lumen of the traveler nc and the non-abbott guide wire during removal. The balloon was fully deflated prior to attempted removal over the guide wire. The balloon catheter was removed by itself with the guide wire left in the anatomy. A new traveler nc was successfully used for further post-dilatation. There was no additional information provided.